Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose of 37mg/dl. The customer stated that the infusion set was installed incorrectly. It was stated that the customer may have primed the device when he was connected. Troubleshooting was performed. The time/date and programming were correct. No further information was provided.